Event description:
During a 2 level synfix procedure at l4-s1, the tip of the awl broke off and was left in the patient. Surgeon was attempting to mark the trajectory for the last screw, and the patient's bone was extremely hard. Surgeon was able to complete the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this lot has been requested.